Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a nucleus drop following the laser portion of laser assisted cataract surgery of the left eye. After initial sculpting the surgeon attempted to rotate the nucleus causing it to fall into the posterior segment. A sulcus lens was implanted. The surgeon does not feel the laser system contributed directly but feels it may have been a function of increased gas volume in the capsule as a result of the laser treatment. Additional information received; the patient was seen by a retina surgeon and underwent a vitrectomy. There was no retinal detachment and the intraocular pressure is good.

Manufacturer narrative:
The product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).